Event description:
New information received reported that the right atrial lead exhibited low impedance.

Manufacturer narrative:
Correction: the study box should have been ticked.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead exhibited oversensing. The lead was capped and replaced. No patient symptoms or additional information was reported.